Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review is not possible, as no manufacturing of number has been provided by the complainant.

Event description:
Pt was found unresponsive on floor of bathroom lying in a prone position in a pool of blood. Right internal jugular tunneled pheresis catheter was noted to be completely separated approximately one inch from the tunnel entry (not at a catheter connection site). Pt was resuscitated with return of rhythm and transferred to intensive care. Pt ultimately expired.